Manufacturer narrative:
Additional information: block b5 has been updated with the additional information received on september 01, 2023. Correction: h10 imdrf device code statement has been updated with the new information. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06 imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were place transperineally prior the hydrogel injection. The procedure was performed with local anesthesia. It was reported there were imaging concerns with placement and a misplacement was indicated. The patient current was unknown at the time of this reported, no patient's symptoms were reported. ***additional information received on september 01, 2023*** the hydrogel was placed in the vascular space, around the prostate. It was also noted that the hydrogel appeared to enter the rectum from the 6-10 o'clock position. It was considered safe to proceed with the planned radiation treatment.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were place transperineally prior the hydrogel injection. The procedure was performed with local anesthesia. It was reported there were imaging concerns with placement and a misplacement was indicated. The patient current was unknown at the time of this reported, no patient's symptoms were reported.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06. Imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.